Event description:
Per oos, this lead was capped due to total loss of sensing and no output. It was noted that the patient recently underwent heart bypass and aortic valve replacement surgery. The lead was capped and replaced with a setrox s 45, (B) (4). Arox 53-bp, (B) (4), MDR 1028232-2010-00854.